Manufacturer narrative:
Concomitant medical products: product ID: 37601, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: neu_unknown_lead, explanted: (B)(6) 2015, product type: lead. Product ID: neu_unknown_ext, product type: extension. Product ID: neu_unknown_ext, product type extension. (B)(4).

Event description:
A healthcare professional from a clinical study reported that starting on (B)(6) 2015 during normal use lead migration/dislodgement was noted along with an infection of the leads. The extensions and the leads were touching the skin; there was exteriorization. Examination was done on (B)(6) 2015. Actions or interventions taken to resolve the issue included in-patient hospitalization and an explant of the leads on (B)(6) 2015. The leads were not replaced. The issue had resolved without sequelae. The event was procedure related. Patient's medical history included parkinson's disease and was currently taking movement disorder and/or psychiatric medications. Further follow up is being conducted to obtain information about the cause and use of antibiotics. If additional information is received a supplemental report will be submitted.